Event description:
It was reported that the right atrial lead exhibited noise. Programming changes were made. After the changes, undersensing was observed. Additional changes were made and both the noise and undersensing were resolved. The patient was in stable condition.

Event description:
New information received noted the atrial lead exhibited noise that was oversensed by the device. The lead was explanted and replaced. The patient was in stable condition.